Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Towards the end of a routine hemodialysis treatment, the operator noted the arterial and venous lines were reversed. Due to the amount of time elapsed with the blood pump off, only partial rinseback was performed, resulting in an estimated blood loss of 80cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently reversed the arterial and venous lines and did not complete rinseback in a timely manner. The user's guide provides adequate instructions for making patient connections and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. Nxstage medical considers this report closed.